Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in a saphenous vein graft to the obtuse marginal that had no calcification or tortuosity present. After successfully advancing the 4.0 x 15 mm xience alpine stent delivery system to the lesion over a non-abbott filter wire the balloon was inflated to 14 atmospheres (atm); however, the balloon appeared to be losing pressure. The balloon was then inflated to 15 atm to fully appose the stent to the vessel wall. Post-dilatation was performed per normal procedure. It was stated that the balloon ruptured due to an interaction with the guide wire. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. Visual, dimensional, and functional inspections were performed on the returned device. The difficult to position the guide wire and balloon rupture were not confirmed; however, a leak was noted in the inner member. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the difficulties appear to be related to circumstances of the procedure.